Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken desktop charger connector pin. An email was sent to repair to replace the desktop charger.

Event description:
Additional information was received from patient rep called back stating that they received the replacement desktop charger (dtc) but wanted to confirm that everything is working as it should be. Agent walked caller through starting an ins charge session and caller confirmed seeing zero coupling bars. Agent had caller turn the dial and found 2 coupling bars. Agent had caller reposition again and caller was able to get 8 coupling bars. Confirmed therapy is on and implant recharger (insr) is 50% charged; ins is flashing the first quartile. After a few minutes of discussion, the coupling bars dropped to 2 then zero. Caller stated they usually hold the recharger antenna in place and confirmed it's on the skin. Agent offered to order adhesive discs. Agent placed order for 4 boxes of adhesive discs on caller's behalf. Agent walked caller through antenna locate and they confirmed they were able to get back to 8 coupl ing bars.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the desktop charger 37761 (serial #:(B)(6) revealed that they scrapped due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.